Event description:
It was reported that the patient underwent a revision procedure due to pump in the scrotum when pumping the device and the patient wanted something easier that took fewer pumps with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient was good following the procedure.